Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope display a b30 and an e216 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to avoid hot swapping the scopes. Tac instructed the customer to power down the device, remove/install scopes, and to clear errors before attempting an additional scope. Tac mentioned that foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint were on the electrical contacts of scope. Tac suggested wiping the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and to completely dry them before connecting the scope. Tac verified the maj-1933/maj1941 communication cables to make sure that color bars were present on the monitor without a scope installed. In addition, tac verified that the scope connector on the light source was clean and free of debris. A follow up was made the customer confirmed that the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope communication errors b30 and e216 might have occurred due to a contact failure because there was a foreign material adhered to the electrical contacts of the scope. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "after rinsing, thoroughly dry the electrical contacts of the endoscope connector by wiping with sterile lint-free cloths. Otherwise, hard water residue may be deposited on the electrical contacts, which may cause an abnormal endoscopic image when the endoscope is used." Olympus will continue to monitor field performance for this device.

Event description:
This report was submitted for the b30 and e216 error codes.